Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a separation of IV tubing from the drip chamber during a lipid infusion. There was significant leaking but no patient harm.

Manufacturer narrative:
Concomitant products: 100ml IV bag of 20% intralipid lot: 10115703, exp: august 20, 2017 made by fresenius kabi; therapy date (B)(6) 2016. The customer¿s report that the tubing separated from the drip chamber was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the drip chamber. Inspection under magnification showed that both sides of the tubing had insufficient solvent applied at the engagement. Functional testing was not performed due to the separation, which was noted to be leaking. Dimensional analysis was performed and the tubing measured within specification. The root cause of the tubing separating from the drip chamber was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.